Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software functioned as designed.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
UDI not available at the time of filing. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The issue could not be replicated. Device manufacture date is not available at time of filing.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, while navigating, the case was accurate until placing the left side screws. It was reported that on the right side everything was showing 2 millimeters more lateral than in reality. A manufacturer representative was present during the procedure and suspected that the spine had been manipulated to a point that caused the inaccuracy. The site performed a confirmation spin and no revision was needed. Surgery was completed utilizing the navigation system. There was no reported surgical delay or patient impact.